Event description:
A manual resuscitator was obtained and placed into use on a pt when the clinician alleges that the duckbill valve was not working correctly. Another resuscitator was obtained. There was no pt compromise.